Event description:
Patient was in her room sitting in the wheelchair. Somehow or other, the wheel came off the left front side of the wheelchair, and the resident fell to the floor. As she fell, she brused her left hand, cut the left side of her nose, and bumped her left eye and check. First aid treatments of ice application was instituted while the dr. Was notified. Tylenol was used for discomfort and the hand was x-rayed the following day with no fractures noted. The wheelchair was immediately removed from use and then checked by the maintenance employee. A pin had come loose, fallen out, the wheel then fell out (front of wheelchair would have to have been off the floor, so it is suspected that resident may have been transferring herself from wheelchair to her easy chair, tiped the wheelchair backwards causing the wheel to fall out). When the wheelchair was inspected an d the problem determined, a new pin was inserted and this secured the wheel tightly into the wheelchair. The wheelchair is not currently in use, however, repairing it has made it again available for re-usedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.